Manufacturer narrative:
Previous: on the same date the lens was exchanged for a longer lens. Corrected: the lens was explanted on the same date of the implantation. On (B)(6) 2016, the lens was exchanged for longer lens. (B)(4).

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, diopter -12.0/1.5/118 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2016. On the same date the lens was exchanged for a longer lens due to the patient experiencing low vault. It is unknown whether this occurred during the same surgery or not. The problem was resolved. As of the date of MDR submission, the lens has been returned but not yet evaluated.

Manufacturer narrative:
Product evaluation found that the lens was returned in a small vial. Visual inspection found the haptic torn and foreign material on lens surface. (B)(4).